Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing due to a possible loss of contact. Programming changes were made. The patient was stable.